Event description:
It was reported that a patient presented to the hospital with chest pains. Reportedly, the patient had received an ivc filter four years prior, after suffering severe leg injuries from a motorcycle accident. Patient was transferred to another hospital for open heart surgery to remove a filter fragment that was alleged to be in her heart. The physician's decision was to leave the ivc filter in place rather than removing it.

Manufacturer narrative:
Device history records could not be reviewed, as the lot number was unknown. The result of the investigation was inconclusive as no sample was returned for evaluation. The current IFU (instructions for use) for this filter states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.